Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic inguinal hernia repair, while firing the tacks into the mesh, the surgeon went to fire tacks the 2-3 tacks were coming out at the same time. According to the physician's assistant, " the tacks were stuck together". The tacks fell into the patient's cavity but were retrieved. A new device was used to complete the case. No injury.

Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led an evaluation of one device. A visual inspection noted that the timing was disrupted and a tack was protruding from the tip of the device. The instrument was applied to the appropriate test media. The trigger was actuated and the remaining twenty-seven tacks deployed but did not seat properly due to the disrupted timing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition is caused by an instrument that has been exposed to excessive force while applying helixes to a surface. If a helix is fired over improper surfaces it can provoke the exertion of excessive force to the handle causing the unit to disrupt the timing and to a possible jam. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.